Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise showing on the screen and a cut on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise showing on the screen due to faulty charged coupled device. Based on the results of the investigation, the root cause of the cut on the cable could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during set up. The subject device had very distorted and poor image quality image. The similar equipment was used to finish the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.